Event description:
It was reported that a malfunction occurred on the pump, a specific malfunction code malf 12 was displayed, and fault ID was available. There was no adverse impact to the customer¿s blood glucose level reported, but the caller did not disclose specific values. Technical support provided pump reset information and assisted with resetting the pump, after which the malfunction code did not recur. Customer was advised to continue using the pump and to call back if any issues recurred, which they acknowledged and understood.